Manufacturer narrative:
. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a literature article titled "real-world outcomes of cataract surgeries using a new type of enhanced monofocal toric intraocular lens" that on a retrospective, single-center study investigated real-world outcomes of cataract surgeries using the tecnis enhance toric ii intraocular lens (iol) in a total of 41 patients (n=62 eyes) with regular astigmatism. The iols used included diu 100 (n=3), diu 150 (n=29), diu 225 (n=15), diu 300 (n=10), and diu 375 (n=5). The study employed the online tecnis® toric calculator (johnson & johnson surgical vision®), aberrometer itrace®, and catalyst¿ precision laser system femtosecond laser. Misalignment from the intended implantation axis was not assessed in 18 eyes during the postoperative period. Consequently, iol misalignment was analyzed in 44 eyes at three months postoperatively. The average absolute misalignment was 3.41 ± 2.44° (range, 0°¿10°), and none of the eyes required repositioning of the iol. One case with suboptimal postoperative astigmatism results was identified. A patient with an axial length of 26.74 mm and a preoperative corneal cylinder of 1.25 d at 26 degrees in the right eye underwent cataract surgery with the diu 150 toric iol. On postoperative day 1, the visual and refractive outcomes were excellent, and the angle of error was minimal at 0.38 degrees. However, by postoperative month 3, the patient presented with a logmar uncorrected distance visual acuity (udva) of 0.30 and a refractive cylinder of 1.00 d. Examination under full pupil dilation revealed a misalignment of 9 degrees.